Event description:
A malfunction was reported when a pump declared a cartridge change error. There was no adverse impact on the customer's blood glucose level. Technical support instructed the customer to inspect and clean the pump, but the error persisted even after trying a new cartridge. Consequently, technical support decided to replace the pump, confirmed the shipping details, and instructed the customer on how to return the faulty pump. The pump was under warranty, and the customer was informed about the replacement process. The customer agreed to use a backup method to ensure uninterrupted insulin delivery and was also instructed to put the pump into storage mode before sending it back.